Manufacturer narrative:
Event date, report date and implant date: is date of publication benefits and risks of extended duration dual antiplatelet therapy after pci in patients with and without acute myocardial infarction journal of the american college of cardiology http://dx.doi.org/10.1016/j-jacc.2015.03. If information is provided in the future, a supplemental report will be issued.

Event description:
The 11,648 patients were randomized. During index procedure, endeavor drug-eluting stents were implanted the lm, lad, rca and lcx. Between the 12 and 30 months follow-up, patients presented with myocardial infarction, stent thrombosis, stroke and gi bleed. In this follow-up periods, patient deaths were also reported.